Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported events. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's wife called the emergency vad pager on (B)(6) 2017 at 1400 to report that the patient was experiencing slurred speech, diplopia and right-sided weakness. The patient's symptoms had started around 0900 that morning but the patient's spouse was not aware at the time. The patient was taken to the emergency room where a head CT confirmed a right cerebellar embolic stroke of unknown chronicity, but was new since prior exam. Inr on admission was 3.3. The patient's inr has remained therapeutic for the past 2-3 months. Map on admission was 92 and has ranged 75-90 since (B)(6) 2016. Mrs on admission was 4.  Repeat head cts all unchanged with no acute issues. A transthoracic echocardiogram (tte) on (B)(6) 2016 revealed a possible left ventricular (lv) thrombus.  However, a transesophageal echocardiogram (tee) on (B)(6) 2016 ruled out any thrombus within the lv.  Of note, this patient has their outflow graft anastomosed at the descending aorta.  Per the surgeon, the patient's speed was decreased from 2700 rpms to 2400 rpms during the admission as it was felt that slightly slower speeds should be utilized for patients going to the descending aorta.  The patient continued to work with physical, occupational and speech therapies and was discharged to an acute rehab facility on (B)(6) 2017 where the patient currently resides.  The patient was made dnr per the patient's request. The device remains in use. No further patient complications have been reported as a result of this event.